Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rebt2099 showed two other similar product complaints from this lot number.

Event description:
The facility reported to the sales rep that the patient's line broke at home. It was stated that the break site was at the connection of the purple hub and tubing. The patient had the line removed in the ed.